Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a cavitron dual select dispensing system g118, they allege that they have no water flow and the cavitron is warm no injury resulted.

Manufacturer narrative:
Notes: 11/05/25 repair tech: (B)(4). 000 evaluated, meets specifications; contact customer. Unit was checked according to meet specs and all test were fine. (B)(4).